Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported using admelog insulin. Tandem customer technical support informed customer that admelog is off label per the user guide. Customer changed pump supplies to address the issue. Additionally, it was reported that a cartridge alarm 16 occurred. Customer's blood glucose was in 247-255 mg/dl range. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.